Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. The reported incident - spreader (hanger) bar detachment on medi-lift device is an isolated case within the last 5 years. If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. It was reported that a resident (male) was found in room lying on floor. Facility staff decided to put him back into bed using medi-lift passive floor lift. The resident was raised with the device. During transfer a hanger bar was detached from the lift and the resident fell to floor with mid-back coming in contact with the lift leg. The provided information suggests that the medi-lift was involved with reportable incident . Resident fall as a consequence of spreader bar detachment. The resident had no pain as a result of the fall. He was sent to hospital as precaution and stayed there overnight due to issues unrelated to the fall. There were no related injuries reported. The involved device was inspected by arjohuntleigh representative after the incident. It was found that the scale wire being torn off of the hanger bar. Pin for holding hanger bar on lift was still in the lift with the cotter pin in it. The load cell covers were also still on the device with the pin inserted through them. The spreader bar got separated from the boom (lifting arm) of the lift because the load cell detached from it. Taking into consideration the fact that the load cell covers were still located on the lifting arm (boom) with the pin assembled through them, it can be concluded that the mounting pin was inserted only inside the hole of the covers, not the hole of the load cell. The load cell is the metal component which gives the weight measurement. It should be attached by a clevis pin to the boom at the top and the spreader bar is fixed to the load cell at the bottom. There were no damages to the boom, the clevis pin, the load cell and the spreader bar which could have been a cause of the spreader bar separating from the boom. This could be the case if the load cell cover was incorrectly assembled to the load cell, resulting in the load cell cover passing through the upper hole of the load cell, and the clevis pin passing only through the cover and being fixed to the boom. It seems plausible that the spreader bar detached from the boom because the load cell cover was incorrectly assembled on the load cell and the clevis pin was passing only through the cover. The presented hypothesis corresponds to the fact that the last service/maintenance of the involved device took place on (B)(6) 2016. A day before the incident. It was confirmed that the load cell covers were replaced at that time. Taking into account this fact, the service technician error cannot be ruled out as a root cause of the load cell separation and following that the spreader bar detachment. According to the latest version of the medi-lift instruction for use (rev. 8), a qualified technician is obliged to ensure that the spring pin is properly inserted into the spreader bar block and, if the lift is equipped with a scale, to ensure that the socket screw is securely fastened. Furthermore, the technical manual dedicated to the device (rev. 4) pints out: "if during your inspection any bolt, nut or structural fastener is removed, it is imperative that you reinstall all associated safety devices such as cotter pins, split rings and lock nuts. If one of these devices is defective, you must replace it with an original new component". From the gathered information it can be pointed out that the most likely root cause of the problem is related to the service technician error. The device failed to meet its specification, it was used for patient handling and likely due to the service technician error contributed to the outcome of the event - resident fall.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware of a customer complaint - as reported, a resident was found in room lying on floor. Facility staff decided to put him back into bed using medi-lift passive floor lift. The resident (male) was raised with the device. During transfer a hanger bar was detached from the lift and the resident fell to floor with mid-back coming in contact with the lift leg. The resident had no pain as a result of the fall. He was sent to hospital as precaution and stayed there overnight due to issues unrelated to the fall. There were no related injuries reported.